Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
Device malfunction: unable to complete thumb advancement. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. Reportedly, during step 3 (thumb advancer step) resistance was felt and the splitting could not be completed. Hemostasis was achieved by an unk method. There was no adverse patient sequela. Though requested, no additional information was available.